Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. Attempts are being made to have the product returned for evaluation. The medwatch 3500a received from the user facility is attached. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00174.

Event description:
Allegedly patient revised due to broken total a-class head.